Event description:
The reporter indicated that the hand held computer screen froze following a successful interrogation of vns pts' generator. The screen would freeze at the "interrogation successful" screen. Soft resets were performed by the physician when this would occur, which would reportedly resolve the issue temporarily, but the event continued to reoccur. The hand held was reported to be fully charged, ruling out a possible depleted battery. The physician opted to keep the software flashcard and only the dell hand held was returned to MFR for product analysis.